Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 365 mg/dl. Additionally, it was reported that the wake button was not functioning. Reportedly, the customer reverted to manual injections for insulin therapy.